Event description:
It was reported that the omnilink device was being used in the brachiocephalic artery. Clearances were all reported to be fine, pulled back on the sds to flare the proximal end of the stent, inflated the balloon and the stent was deployed successfully; however, during deflation the balloon did not rewrap correctly. The balloon was inflated and deflated numerous times at 2-3 atm to deflate the balloon. It was finally able to be deflated enough to be removed into the sheath. Upon removal the balloon was noted to be badly refolded. The pt was reported at this time to have possibly experienced some type of cerebral event thought to be caused by a piece of calcium that broke off and floated upstream. The pt underwent a CT scan and an MRI, which were found to be negative; however, the pt is experiencing some slurring of speech and right side weakness at this time. No additional info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was no contrast visible. The balloon was loosely folded. There was no damage noted to the sds. The total catheter length was measured and this met manufacturing criteria. A new indeflator filled with contrast medium; diluted 1:1 with colored water was used to inflate the balloon to the rated burst pressure. The balloon inflated to rbp with no anomalies noted. A new indeflator filled with contrast medium; diluted 1:1 with colored water was used to measure the deflation times of the balloon. The deflation times met manufacturing criteria. Difficulty to deflate can be the result of, but not limited to, contrast dilution, poor connection between the hub and inflation device, damage to the balloon, inflation lumen and/or guide wire lumen, and/or physician technique. To ensure this is not a result of a manufacturing deficiency, all omnilink .035 sds are 100% visually inspected for damage and are leak tested. Additionally, a sampling of units is destructively tested to verify proper balloon inflation/deflation. The reported deflation issue and poor balloon refold could not be confirmed. In this case, it is possible that the stent was not fully expanded or apposed to the vessel such that the loosely folded balloon interacted with the stent implant, which contributed to the reported difficulty to remove. However, this cannot be confirmed. Reportedly, the device was used in the brachiocephalic artery and the patient experienced an embolism, neurological deficit/dysfunction and was hospitalized. It should be noted that the omnilink .035 instructions for use (IFU) states that, "the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree." It is unknown if the off label use caused or contributed to the reported complaint. In this case, although a conclusive cause for the reported complaint could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.